Event description:
Customer reportedly received results of 11 mmol/l on the mobile system and 4.5 or 4.6 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred (B)(6). Customer did not provide product information for the aviva system.